Event description:
Laboring patient was having eqidural catheter placed by anesthesiologist for pain control. Upon visual inspection, one catheter was rejected due to visible kink near tip. Visual inspection of second catheter noted no problem. Catheter threaded easily but difficulty noted in attempting to remove guide wire. Catheter and guide ware were removed. Catheter sheared off leaving tip in eqidural space. Neurosurgical consult and antibiotics given. Removal not indicated unless patient becomes symptomatic.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.